Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that they received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 196 mg/dl at the time of call. The customer's daughter stated that the insulin did exit during fixed prime. The customer's daughter stated that the no delivery alarm kept recurring. The customer's daughter stated that the insulin was not expired or denatured. The customer's daughter stated they do rotate sites and avoids scar tissue. The customer's daughter stated that the tubing was not bent or kinked. The customer's daughter stated that they tried all remedies. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.